Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the magnesium assay on a cobas 8000 c 702 module. The sample initially resulted in a magnesium value of 1.64 mmol/l. The sample was repeated, resulting in a magnesium value of 0.97 mmol/l. The repeat value matched the patient's previous results and clinical status.

Manufacturer narrative:
The magnesium reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The customer replaced probes and no further issues occurred after this action. The investigation determined the issue is consistent with insufficient operator maintenance.